Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: our quality engineer inspected the 4 photos and 2 used samples submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the samples and photos showed that the needle has pierced through the midsection of the catheter. The sample was returned with blood stains showing that it was used. There is a possibility this defect could have occurred during the assembly process, but there are currently systems in place to catch and remove product with the observed defect from the manufacturing line. There is also the possibility for this defect to occur during the application of this product. Since the sample was returned used, we are unable to determine an exact root cause for the defect observed. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle went through the catheter. Report 1 of 2. The following was received from the initial reporter: needle through catheter; catheter shearing. Verbatim: "this does not look like the same type of malfunction we were having with the recently pulled products. The lot number is also different.".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle went through the catheter.report 1 of 2. The following was received from the initial reporter: needle through catheter; catheter shearing. Verbatim: "this does not look like the same type of malfunction we were having with the recently pulled products. The lot number is also different."